Manufacturer narrative:
The insulin pump had unresponsive act and down buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the down arrow button on the insulin pump was not working properly and the esc button was not responding at all. Customer stated that he forgot to take the insulin pump off when he got in the hot tub. Customer's blood glucose reading at the time of the call was 7.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.